Event description:
It was reported that " during injection, a leak was observed at the connection between the four lumen. So the device was replaced." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen, 8.5 fr × 16 cm catheter for analysis. Visual examination confirmed signs of use. Leakage at the juncture hub area was reproduced and confirmed during leak testing when flushing the medial (blue) lumen. Microscopic examination identified a prominent molding irregularity on the juncture hub body. The material appeared folded and layered, and the surface exhibited a glossy, uneven texture with multiple rounded lobes. Leakage at the juncture hub area was confirmed through leak testing. The total length of the catheter measured 168 mm from the juncture hub to the catheter tip, which is within the specification limits of 157-177 mm per catheter product drawing. The outer diameter of the catheter measured 2.93 mm , which is within the specification limits of 2.87-2.97 mm per catheter extrusion product drawing. The outer diameter of the medial (blue) extension line measured 0.084", which is within the specified limits of 0.084-0.088" per medial (blue) extension line extrusion product drawing. The inner diameter of the medial (blue) extension line measured 0.055", which is within the specified limits of 0.055-0.059" per medial (blue) extension line extrusion product drawing. All four extension lines were flushed using a lab inventory syringe and water as per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). When flushing the medial (blue) lumen, water leaked from the juncture hub body. The remaining three lumens flushed without difficulty and did not result in leakage at the hub. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15), which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. All four extension lines were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. Leakage was observed at the juncture hub during testing of the medial extension line. As per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). As per communication with the quality site leader, after reviewing the pictures and video, confirmed that the defect may have been generated during the molding process. The customer's report of leakage at the juncture hub was confirmed during evaluation of the returned catheter. Leak testing reproduced fluid escape at the juncture hub, and microscopic examination identified molding irregularities consistent with a defect that created an incomplete bond interface, allowing leakage under applied pressure. The device met all otherwise applicable dimensional specifications. Based on the appearance of the damage to the catheter causing the leak, the manufacturing process likely caused or contributed to the reported event. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during injection, a leak was observed at the connection between the four lumen. So, the device was replaced." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".